Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR:2134265-2017-07766. It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. The watchman® access system (was) was deep seated in the laa. A 27mm watchman ® laa closure device & delivery system (wds) was then advanced. The closure device was deployed and they had finished the case. However, there was a very small collection of fluid that had collected around the pericardial space. They watched it for about 10 minutes and then they gave them protamine. After they watched the patient for another 10 minutes. The patient was discharged to the post care unit and remained in stable condition.